Event description:
The mcculloch retractor purchased from company disassembled after being used on pt. The screw that holds the hinges together on the mcculloch retractor backed out. When the screw backs out, the tension washers fall out and the potential exists that the washer could be left in pt.